Event description:
Healthcare professional reported "I have a patient who is scheduled for surgery and has Allergan implants". Later healthcare professional reported "capsular contracture Baker grade III and breast pain". Later patient reported "fluid, radial folds and cysts". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: capsular contracture Baker grade III.